Event description:
A caller reported an alarm on the tandem mobi cartridge, identified as cartridge alarm 35. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller to remove the cartridge from the pump and administer a 9-unit bolus, which was completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.